Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed that the monitor's sdi1 input was not working and an image was not present. The reported problem was found during installation. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.